Event description:
Pump infused too quickly. Patient was light headed and dizzy. It is not known if the over infusion is the direct cause of these symptoms. There was no evidence of the pump leaking since the dressing was dry. The pt also stated that the pt stopped taking the pt's pain medication. No additional treatment was given.